Event description:
Customer reported that cartridge was not fully snapped into pump. There was no adverse impact to customer's blood glucose level. After a technical support session, customer was advised to inspect and clean the pump's pneumatic tap area. An o-ring was found and removed, allowing the cartridge to click into place. Technical support planned to follow up to confirm whether the customer could resume insulin use as needed.